Event description:
The proceed trocar hernia patch is causing me great pain, itching and swelling above the hernia patch where it is rubbing against my organs, causing scar tissue to grow at an alarming rate and making it difficult for me to breath, to cough, to sneeze, to move, to do just about anything. I can't eat solid foods. My intestines are all messed up because of this patch. I need help getting it out and it needs to come out. It is causing all kinds of allergic reactions to it. It has caused me an infection a month ago that put me in the hospital from all the pain I keep going thru. I get fevers, sweats, I can't eat solid food. It is all in my medical records and you are welcome to them. I have a complaint against this mesh and it should come off the market. I am not the only one going thru this. There is (B)(6) group pages of people wanting this to come off the market and get recalled. It's been "profanity" with this in me and it isn't even over. I want this out so badly. I am so stick because of it. Please you have my permission to get into my medical records and get enough evidence to get this done. I'll go public. I don't care anymore. The pain is so bad that I have no life anymore because of the pain.